Event description:
Additional information was received from the pt. It was reported that they are still experiencing constant pain at their implant site. Pt met with another healthcare provider (hcp), about possibly moving the ins to another location in their body. Hcp said they would explant the ins but would not move it to another location. Pt stated the hcp said there is no infection and it does not appear that there is anything wrong with the ins pocket. Pt inquired if it is possible to move the ins. Tss reviewed information and instructed caller to follow up with their hcp regarding the matter.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6) product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain indications. The reason for call was that yesterday they were recharging the ins and the ins wouldn't go over 60% and they had been recharging the ins for four hours. Pt stated that recharging excellent was indicated while recharging the ins. Pt stated that they reset the controller and then the ins started to charge again. Pss advised the pt to monitor the equipment/ins recharging and call ps back if needed. Pt stated that they were having a problem now and that they thought it was a kidney stone, but their healthcare provider (hcp) was saying that it was their back giving them the problem. Pt stated that they couldn't walk since the pain was so bad in their back over to their left side. Pt stated that they were going to call hcp today. Pt stated that they spent two days in the hospital with the problem already, however over the weekend they (hospital) didn't do anything so they (pt) went home. Pt stated that they couldn't do anything as the minute they moved their head, it hurt so bad that their body didn't want to move at all. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2023 it was reported that the reason for call was the pt talked to their mdt rep who said to call because starting a couple months ago the rtm cord was not charging their ins properly sometimes it took the pt 5 hours to charge even though they were at recharging excellent. During call pt verified no damage to the controller charging port or to the rtm. The pt reset the controller and attempted to recharge the ins. The pt was recharging excellent. Pt will monitor ins charging duration and call back if needed. It is unclear if this issue is due to the ins or external device. Additional information was received from a patient (pt) regarding an implantable neurostimulator (ins) on (B)(6)2023. The reason for call was since the day the pt got their ins they got a really bad pain in their back that ran from the side to their kidney area for it felt like they were passing a kidney stone. The patient was redirected to their healthcare provider to further address the issue.